Event description:
It was reported that the patient's hip dislocated. Patient was revised to a constrained liner.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.